Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Insulin pump trace download analysis confirmed the pump alarmed low battery alert. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had constant low battery alarm. Customer stated that insulin pump's battery did not last more than one week. No harm was required during medical intervention. The insulin pump will be returned for analysis.